Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, it was noted that the balloon ruptured. There were no patient complications reported and the patient's condition was stable.